Event description:
During procedure to treat arial fibrillation (a fib) in the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. After patient's admission, the stablepoint catheter and orion were inserted into the left atrium and the pulmonary vein isolation (pvi) was performed in the left pulmonary vein then the right pulmonary vein, the irrigation port of the stablepoint catheter came off during right pulmonary vein ablation. Upon checking the appearance, it was observed that it had been separated halfway through the procedure; therefore, a new stablepoint was used and pvi was continued, and the procedure was completed successfully. No patient complications were reported. The product was received by boston scientific.

Manufacturer narrative:
The intellanav stablepoint open-irrigated catheter was returned and analyzed. During product analysis visual inspection found the irrigation extension tubing was found totally detached/separated from the luer fitting at the adhesive joint. Therefore, the reported clinical observations were confirmed during product analysis.

Event description:
During procedure to treat arial fibrillation (a fib) in the left atrium, an intellanav stablepoint open-irrigated catheter was selected for use. After patient's admission, the stablepoint catheter and orion were inserted into the left atrium and the pulmonary vein isolation (pvi) was performed in the left pulmonary vein then the right pulmonary vein, the irrigation port of the stablepoint catheter came off during right pulmonary vein ablation. Upon checking the appearance, it was observed that it had been separated halfway through the procedure; therefore, a new stablepoint was used and pvi was continued, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.